Event description:
Customer reported a taxol infusion was leaking from the IV extension set while connected to the pt. Leaking solution came in contact with pt's arm. No pt harm or medical intervention reported. Leaking extension tubing was replaced with a new tubing and infusion was continued. Although requested, no further info was available.

Manufacturer narrative:
(B) (4). (B) (4). Reporter indicated the set was discarded at the facility. The lot number was not identified; therefore lot history record review could not be performed.